Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Received information as following from sales rep via phone today. The problem of pulling off suture needle happened during suturing, causing the suture to remain in the patient's body, not the needle. The suture was taken out and replaced with a new suture for suturing. Causing the patient's wound to be exposed for too long. The patient is currently discharged smoothly. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During intradermal suturing of a patient with suture, the problem of pulling off suture needle happened, causing the needle to remain in the patient's body. The needle was taken out and replaced with a new suture for suturing. Resulting in prolonged exposure of the patient's wound, affecting wound healing and increasing patient pain. Additional information was requested.